Event description:
It was reported that the insulin pump alarmed no delivery three times during the bolus procedure. The blood glucose reading was 250 mg/dl. Assisted customer in performing a fixed prime and insulin did exit. Advised to monitor the insulin pump and to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)